Event description:
Intl (B)(6) complaint received reporting leakage issues with use of k7063-001 7" smllbore ext. Sets w/ neutron, lot#: unk. The initial info received describes the issues/events as follows "... The neutron extensions are exclusively connected to PICC lines. They are integral part of the PICC and they are installed under sterile conditions when the PICC line is connected. Since the end of (B)(6) 2014, approx 10-12 extension sets had to be replaced as they were leaking at the neutron point. Some of the neutrons were broken..." The devices were removed and replaced, treatments resumed. It was reported that there were no serious injuries, no medical or surgical interventions and or adverse patient outcomes.

Manufacturer narrative:
Device return: one (1) used k7063-001. Although requested the involved mating/access devices were not returned fore analysis. Visual analysis (pre and post decontamination) recorded various damages to the k7063-001 neutron connector including slit propagation extending to the edge of the silicone seal and then down the side of the seal past the four rib supports, there were two small crazing/cracks in the female luer near the two parting lines. The report also noted a white viscous substance in the connectors internal componentry. During decontamination flushing leakage was observed originating from the connectors silicone plug, engineering analysis: the k7063-001 sets neutron connector was disassembled and internal components /damages examined under magnification. The reported noted these types of component damages can occur with long term connection to a male luer mating device with an inside diameter larger than 0.110"/ 2.8mm. Findings: based on the visual and engineering analysis of the one returned used k7063-001 set the reported product issue was verified. The root cause(s) of the product issue was verified. The root cause(s) of the product issue was due to component damages that occurred as a result of incorrect usage/ incompatible mating and or access devices.